Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020 the patient underwent trial implantation procedure where a surgical lead was implanted. On (B)(6) 2020 the patient was hospitalized due to bowl obstruction. The patient has a history of colon cancer. The physician does not believe the issue is related to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.